Event description:
It was reported the pt's ipg was revised due to the ipg being implanted on a vertical slant. Surgical intervention resolved the issue and post-op programming was successful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.